Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient was hospitalized for one night day on (B)(6) 2024 due to hyperglycemia and high ketones. The blood glucose level was 570 mg/dl at the time of event and the patient got treated through the vein. Patient was experiencing vomiting, diarrhea about to faint at the time of event. No further information was available.